Manufacturer narrative:
(B)(4). Batch # r40l6z. Investigation summary: the device was received with the blade broken off and not returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Due to the blade broken off issues we were unable to investigate further the reported sparking issues. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. It is possible that the smoke seen during the surgery could have been caused by the sealing of the tissue in contact with fluids. However, this was not seen at any time during the testing. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown ent procedure the instrument was sparking and smoking. A second like device was used to complete the procedure. There were no patient consequences reported.